Event description:
A hosp in (B)(6) reported via a distributor that four (4) rt236 infant dual-heated evaqua breathing circuits "failed the pt leak test on the servo-I" ventilator. No pt consequence was reported.

Manufacturer narrative:
(B)(4): date of MFR: unk. Quantity: 1. The complaint devices have not yet been received for eval. We will provide a f/u report upon receipt of the devices and completion of our investigation.